Event description:
Customer called in to customer service to report that her transformer for her pump in style works still but the plastic broke and are no longer being held together by the screws anymore.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer she indicated that after a years worth of use she noticed that the transformer had a large crack in the corner. The customer stated that the area that cracked off is big enough to fit a toothpick in. Customer indicated that she did not witness and smoke, fire or spark from the unit and there were no injuries sustained from the result of the issue. As a result of CAPA (B)(6) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.